Manufacturer narrative:
Event logs were reviewed and nothing abnormal was noted. A blood vessel was nicked during the placement of the biopsy needle. Per the reporter, the surgeon did not blame the navigation system for the hemorrhage. Quality compliance will continue to monitor similar complaints as part of routine post-market surveillance.

Event description:
It was reported post routine biopsy patient began experiencing symptoms prompting a follow up MRI. As per reporter it was identified patient had experienced a hemorrhage causing a craniotomy. No allegation of product malfunction was reported. Patient was reported to have gradual improvements. It was reported post routine biopsy patient began experiencing symptoms prompting a follow up MRI. As per reporter it was identified patient had experienced a hemorrhage causing a craniotomy. No allegation of product malfunction was reported. Patient was reported to have gradual improvements.